Event description:
It was reported that during the procedure intertan, the ruler broke at top of the collar. The device broke outside the patient. The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. No patient injury or other complications were reported. The surgeon did not blame the device and he was satisfied with the surgical outcome.

Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during the procedure intertan, the ruler broke at top of the collar. The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.